Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high rv defibrillation impedance and a fracture was suspected. It was noted that the impedance had now returned to within normal limits. The defibrillation therapies were programmed off and the lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.